Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a loose drive support disk. A cracked corner display window, scratched display window and a broken reservoir tube lip was also noted.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The caller also mentioned that the device was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was sticking out, but the customer did push back in while connected, and he experienced low blood glucose. The blood glucose reading at time of call was 115mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.